Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid. This is a separate issue from the helix auto-extension. The helix can become unintentionally extended or retracted if lead body is rotated while the terminal. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the rest of reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds when it was implanted, the physician tried multiple times to reposition however, when it was removed it was found the helix appeared already extended and retracted even though, it was rotated slowly. A new lead was used, and attempted lead will be returned for analysis. No adverse patient effects were reported

Event description:
It was reported that this right atrial (ra) lead exhibited high thresholds when it was implanted, the physician tried multiple times to reposition however, when it was removed it was found the helix appeared already extended and retracted even though, it was rotated slowly. A new lead was used, and attempted lead will be returned for analysis. No adverse patient effects were reported.